Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer remoted into the station to guide the nurse through the recovery process for the storage space. The drawer was successfully recovered and became usable; however, the failed storage-space icon remained visible. A failed-pocket icon was observed, but no drawer appeared in the recovery list. The application was taken down to the desktop, the network adapter for the pixie net was reset, and the station was restarted. After the application relaunched, the failed-drawer icon was no longer present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and user was unable to recover it. The customer attempted to perform a recovery, but it was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.